Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Fax number unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The doctor reported a mandibular (jaw) fracture near the implant at tooth location #22 and the implant was removed. The implant was not fractured. Mandible fixation in the area of the implant was performed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
H6: investigation type codes were added: 3331, 4109 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. H10: narrative/data was updated. An imp,tsv,3.7,8,mtx,mg (tsvtb8) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. No damage. The reported event is non-verifiable. Based on the evaluation, the device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimmer biomet. DHR review was completed for the subject lot number (1248194). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1248194) for similar event and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely causes determined from the investigation are improper surgical practices or improper patient selection. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.